Event description:
Customer reportedly received result of 308 mg/dl on the compact system and 108 mg/dl on professional's meter within 10 minutes. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.